Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited noise and over sensing. The ventricular sensitivity was decreased and the patient would be re-assessed at the next follow up.